Event description:
When the surgeon checked the x-ray after about 1 year from the primary operation, he found that the plate was fractured. The fractured bone part did not fix, therefore, he did a revision surgery to correct.